Event description:
It was reported that the patient had 46 episodes within the ventricular fibrillation zone and there had been shocks delivered by the implantable cardioverter defibrillator (ICD). There were recent episodes with no therapies due to the ICD being at end of service (eos) and charge circuit timeout as well as charge circuit inactive. There were also inappropriate shocks due to atrial fibrillation with rapid ventricular response noted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).